Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high ventricular rates which appeared to be due to noise were observed via merlin transmission. No patient symptoms were reported. The patient will be checked for lead testing with isometrics or pocket manipulation.